Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] chronic fatigue [chronic fatigue] mouth dryness [mouth dry] dry skin [dry skin] dry mucous membranes [mucosal dryness] cognitive issues [cognitive disorder] burn-out [burnout syndrome] sleep disorders [sleep disorder] kidney pain [kidney pain] weight gain [weight gain] headache [headache] muscle pain [muscle pain] minerals deficiencies [mineral deficiency] vitamin b 12 deficiencies [vitamin b12 deficiency] vitamin d deficiencies [vitamin d deficiency] hearing loss [hearing loss] tinnitus [tinnitus] dizziness [dizziness] sinusitis [sinusitis] smelling disorders [smell alteration] allergic rhinitis [allergic rhinitis] dysphonia (voice issues - hoarse voice) [hoarse voice] discomfort in the throat [throat discomfort] xerostomia [xerostomia] dry eye syndrome - eyes dryness [dry eye syndrome] respiratory tracts disorder [respiratory tract disorder] chronic bronchitis [chronic bronchitis] chesty cough [productive cough] dry nose [dry nose] runny nose [runny nose] wheeze [wheeze] menorrhagia (hypermenorrhoea) [menorrhagia] vaginal bleeding between periods (vaginal bleeding outside of menstruation) [bleeding intermenstrual] vaginal bleeding after sexual intercourse [post coital bleeding] loss of libido (decreased desire) [loss of libido] vaginal cyst [vaginal cyst] significant sensitivity to cold [cold intolerance] feeling of being cold [feeling cold] trembling [trembling] shivering [shivering] urinary problems [urinary tract disorder] urinary incontinence [urinary incontinence] nausea [nausea] altered body odour (strong body odour) [skin odour abnormal] thyroid disorder [thyroid disorder] joint pain [joint pain] chronic or occasional tendon (achilles tendon) [achilles tendon pain] ligament pain [ligament pain] upper limbs [pain in arm] hips pain [painful hips] sacrum pain [sacral pain] coccyx pain [coccyx pain] muscle pain [muscle pain] neck pain, [neck pain] back pain vertebrae l4-l5 [back pain] muscular atrophy (dropping objects) [muscle atrophy] muscle stiffness [muscle stiffness] difficulty walking for long periods [difficulty in walking] difficulty holding a pencil, a phone, or objects [activities of daily living impaired] impaired balance [balance impaired nos] memory disturbance [memory disturbance] difficulty concentrating on simple task [concentration impairment] aphasia (a language disorder ranging from difficulty finding words to a total loss of the ability to express oneself), [aphasia] persistent migraine [chronic migraine] excessive sweating (loss of perspiration) [perspiration excessive] tingling in the extremities [paraesthesia of limbs] muscle spasm [muscle spasm] sensations of heavy legs [heaviness in limbs] hot flashes [hot flashes] feeling of burning in the body [burning sensation] general itching all over the body [generalised itching] pains similar to fibromyalgia [pain] vagal episode [vasovagal attack] electrical hypersensitivity [electric shock sensation] receding gums [gum recession] gingivitis [gingivitis] tooth sensitivity [sensitivity of teeth] tooth looseness [loose tooth] teeth breaking [tooth fracture] tooth dying [tooth disorder] significant and abnormal hair loss [hair loss] skin redness [skin red] skin oedema [skin oedema] eyesight problems [visual disturbance] difficulty focusing (difficulty seeing clearly) [difficulty focusing eyes] burning eyes [burning eyes] watery eyes [watering eyes] poor blood circulation [disorder circulatory system] white hands and feet [discoloration skin] cold hand & feet [cold hands & feet] swelling of the hands [swelling of hands] swelling ankles [ankles swelling] gastrointestinal pain [gastrointestinal pain] bloating (abdominal swelling) [abdominal bloating] significant and excessive flatulence [excessive flatulence] constipation [constipation] intolerance to metals [allergy to metals] cold [cold] stress [stress] physical effort [weakness] depressive tendencies [depressive disorder]. The need to remember or concentrate [memory impaired]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 28-nov-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted (lot no. B15010) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion medically important), fatigue ("chronic fatigue"), mouth dry ("mouth dryness"), dry skin ("dry skin"), mucosal dryness ("dry mucous membranes"), cognitive disorder ("cognitive issues"), burnout syndrome ("burn-out"), sleep disorder ("sleep disorders"), renal pain ("kidney pain"), headache ("headache"), a first episode of myalgia ("muscle pain"), mineral deficiency ("minerals deficiencies"), vitamin b12 deficiency ("vitamin b 12 deficiencies"), vitamin d deficiency ("vitamin d deficiencies"), deafness ("hearing loss"), tinnitus ("tinnitus"), dizziness ("dizziness"), sinusitis ("sinusitis"), parosmia ("smelling disorders"), rhinitis allergic ("allergic rhinitis"), dysphonia ("dysphonia (voice issues - hoarse voice)"), oropharyngeal discomfort ("discomfort in the throat"), xerostomia ("xerostomia"), dry eye ("dry eye syndrome - eyes dryness"), respiratory disorder ("respiratory tracts disorder"), bronchitis chronic ("chronic bronchitis"), productive cough ("chesty cough"), nasal dryness ("dry nose"), rhinorrhoea ("runny nose"), wheezing ("wheeze"), heavy menstrual bleeding ("menorrhagia (hypermenorrhoea)"), intermenstrual bleeding ("vaginal bleeding between periods (vaginal bleeding outside of menstruation)"), coital bleeding ("vaginal bleeding after sexual intercourse"), loss of libido ("loss of libido (decreased desire)"), vaginal cyst ("vaginal cyst"), temperature intolerance ("significant sensitivity to cold"), feeling cold ("feeling of being cold"), tremor ("trembling"), chills ("shivering"), urinary tract disorder ("urinary problems"), urinary incontinence ("urinary incontinence"), nausea ("nausea"), skin odour abnormal ("altered body odour (strong body odour)"), thyroid disorder ("thyroid disorder"), joint pain ("joint pain"), tendon pain ("chronic or occasional tendon (achilles tendon)"), ligament pain ("ligament pain"), pain in extremity ("upper limbs"), painful hips ("hips pain"), sacral pain ("sacrum pain"), coccydynia ("coccyx pain"), a second episode of myalgia ("muscle pain"), neck pain ("neck pain,"), back pain ("back pain vertebrae l4-l5"), muscle atrophy ("muscular atrophy (dropping objects)"), musculoskeletal stiffness ("muscle stiffness"), gait disturbance ("difficulty walking for long periods"), loss of personal independence in daily activities ("difficulty holding a pencil, a phone, or objects"), balance disorder ("impaired balance"), memory disturbance ("memory disturbance"), disturbance in attention ("difficulty concentrating on simple task"), aphasia ("aphasia (a language disorder ranging from difficulty finding words to a total loss of the ability to express oneself),"), migraine ("persistent migraine"), hyperhidrosis ("excessive sweating (loss of perspiration)"), paraesthesia ("tingling in the extremities"), muscle spasms ("muscle spasm"), limb discomfort ("sensations of heavy legs"), hot flush ("hot flashes"), burning sensation ("feeling of burning in the body"), pruritus ("general itching all over the body"), pain ("pains similar to fibromyalgia"), presyncope ("vagal episode"), electric shock sensation ("electrical hypersensitivity"), gingival recession ("receding gums"), gingivitis ("gingivitis"), hyperaesthesia teeth ("tooth sensitivity"), loose tooth ("tooth looseness"), tooth fracture ("teeth breaking"), tooth disorder ("tooth dying"), alopecia ("significant and abnormal hair loss"), erythema ("skin redness"), skin oedema ("skin oedema"), visual impairment ("eyesight problems"), vision blurred ("difficulty focusing (difficulty seeing clearly)"), eye irritation ("burning eyes"), lacrimation increased ("watery eyes"), cardiovascular disorder ("poor blood circulation"), skin discolouration ("white hands and feet"), peripheral coldness ("cold hand & feet"), peripheral swelling ("swelling of the hands"), joint swelling ("swelling ankles"), gastrointestinal pain ("gastrointestinal pain"), abdominal distension ("bloating (abdominal swelling)"), flatulence ("significant and excessive flatulence"), constipation ("constipation"), allergy to metals ("intolerance to metals"), nasopharyngitis ("cold"), stress ("stress"), asthenia ("physical effort"), depression ("depressive tendencies") and memory impaired ("the need to remember or concentrate") and was found to have weight increased ("weight gain"). At the time of the report, none of the events or their latest episode had resolved. No causality assessment was received for essure with regard to fatigue, mouth dry, dry skin, mucosal dryness, cognitive disorder, burnout syndrome, sleep disorder, renal pain, pelvic pain, weight increased, headache, the first episode of myalgia, mineral deficiency, vitamin b12 deficiency, vitamin d deficiency, deafness, tinnitus, dizziness, sinusitis, parosmia, rhinitis allergic, dysphonia, oropharyngeal discomfort, xerostomia, dry eye, respiratory disorder, bronchitis chronic, productive cough, nasal dryness, rhinorrhoea, wheezing, heavy menstrual bleeding, intermenstrual bleeding, coital bleeding, loss of libido, vaginal cyst, temperature intolerance, feeling cold, tremor, chills, urinary tract disorder, urinary incontinence, nausea, skin odour abnormal, thyroid disorder, joint pain, tendon pain, ligament pain, pain in extremity, painful hips, sacral pain, coccydynia, the second episode of myalgia, neck pain, back pain, muscle atrophy, musculoskeletal stiffness, gait disturbance, loss of personal independence in daily activities, balance disorder, memory disturbance, disturbance in attention, aphasia, migraine, hyperhidrosis, paraesthesia, muscle spasms, limb discomfort, hot flush, burning sensation, pruritus, pain, presyncope, electric shock sensation, gingival recession, gingivitis, hyperaesthesia teeth, loose tooth, tooth fracture, tooth disorder, alopecia, erythema, skin oedema, visual impairment, vision blurred, eye irritation, lacrimation increased, cardiovascular disorder, skin discolouration, peripheral coldness, peripheral swelling, joint swelling, gastrointestinal pain, abdominal distension, flatulence, constipation, allergy to metals, nasopharyngitis, stress, asthenia, depression or memory impaired. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] chronic fatigue [chronic fatigue] mouth dryness [mouth dry] dry skin [dry skin] dry mucous membranes [mucosal dryness] cognitive issues [cognitive disorder] burn-out [burnout syndrome] sleep disorders [sleep disorder] kidney pain [kidney pain] weight gain [weight gain] headache [headache] muscle pain [muscle pain] minerals deficiencies [mineral deficiency] vitamin b 12 deficiencies [vitamin b12 deficiency] vitamin d deficiencies [vitamin d deficiency] hearing loss [hearing loss] tinnitus [tinnitus] dizziness [dizziness] sinusitis [sinusitis] smelling disorders [smell alteration] allergic rhinitis [allergic rhinitis] dysphonia (voice issues - hoarse voice) [hoarse voice] discomfort in the throat [throat discomfort] xerostomia [xerostomia] dry eye syndrome - eyes dryness [dry eye syndrome] respiratory tracts disorder [respiratory tract disorder] chronic bronchitis [chronic bronchitis] chesty cough [productive cough] dry nose [dry nose] runny nose [runny nose] wheeze [wheeze] menorrhagia (hypermenorrhoea) [menorrhagia] vaginal bleeding between periods (vaginal bleeding outside of menstruation) [bleeding intermenstrual] vaginal bleeding after sexual intercourse [post coital bleeding] loss of libido (decreased desire) [loss of libido] vaginal cyst [vaginal cyst] significant sensitivity to cold [cold intolerance] feeling of being cold [feeling cold] trembling [trembling] shivering [shivering] urinary problems [urinary tract disorder] urinary incontinence [urinary incontinence] nausea [nausea] altered body odour (strong body odour) [skin odour abnormal] thyroid disorder [thyroid disorder] joint pain [joint pain] chronic or occasional tendon (achilles tendon) [achilles tendon pain] ligament pain [ligament pain] upper limbs [pain in arm] hips pain [painful hips] sacrum pain [sacral pain] coccyx pain [coccyx pain] muscle pain [muscle pain] neck pain, [neck pain] back pain vertebrae l4-l5 [back pain] muscular atrophy (dropping objects) [muscle atrophy] muscle stiffness [muscle stiffness] difficulty walking for long periods [difficulty in walking] difficulty holding a pencil, a phone, or objects [activities of daily living impaired] impaired balance [balance impaired nos] memory disturbance [memory disturbance] difficulty concentrating on simple task [concentration impairment] aphasia (a language disorder ranging from difficulty finding words to a total loss of the ability to express oneself), [aphasia] persistent migraine [chronic migraine] excessive sweating (loss of perspiration) [perspiration excessive] tingling in the extremities [paraesthesia of limbs] muscle spasm [muscle spasm] sensations of heavy legs [heaviness in limbs] hot flashes [hot flashes] feeling of burning in the body [burning sensation] general itching all over the body [generalised itching] pains similar to fibromyalgia [pain] vagal episode [vasovagal attack] electrical hypersensitivity [electric shock sensation] receding gums [gum recession] gingivitis [gingivitis] tooth sensitivity [sensitivity of teeth] tooth looseness [loose tooth] teeth breaking [tooth fracture] tooth dying [tooth disorder] significant and abnormal hair loss [hair loss] skin redness [skin red] skin oedema [skin oedema] eyesight problems [visual disturbance] difficulty focusing (difficulty seeing clearly) [difficulty focusing eyes] burning eyes [burning eyes] watery eyes [watering eyes] poor blood circulation [disorder circulatory system] white hands and feet [discoloration skin] cold hand & feet [cold hands & feet] swelling of the hands [swelling of hands] swelling ankles [ankles swelling] gastrointestinal pain [gastrointestinal pain] bloating (abdominal swelling) [abdominal bloating] significant and excessive flatulence [excessive flatulence] constipation [constipation] intolerance to metals [allergy to metals] cold [cold] stress [stress] physical effort [weakness] depressive tendencies [depressive disorder] the need to remember or concentrate [memory impaired] case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 28-nov-2025. The most recent information was received on 29-dec-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted (lot no. B15010) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion medically important), fatigue ("chronic fatigue"), mouth dry ("mouth dryness"), dry skin ("dry skin"), mucosal dryness ("dry mucous membranes"), cognitive disorder ("cognitive issues"), burnout syndrome ("burn-out"), sleep disorder ("sleep disorders"), renal pain ("kidney pain"), headache ("headache"), a first episode of myalgia ("muscle pain"), mineral deficiency ("minerals deficiencies"), vitamin b12 deficiency ("vitamin b 12 deficiencies"), vitamin d deficiency ("vitamin d deficiencies"), deafness ("hearing loss"), tinnitus ("tinnitus"), dizziness ("dizziness"), sinusitis ("sinusitis"), parosmia ("smelling disorders"), rhinitis allergic ("allergic rhinitis"), dysphonia ("dysphonia (voice issues - hoarse voice)"), oropharyngeal discomfort ("discomfort in the throat"), xerostomia ("xerostomia"), dry eye ("dry eye syndrome - eyes dryness"), respiratory disorder ("respiratory tracts disorder"), bronchitis chronic ("chronic bronchitis"), productive cough ("chesty cough"), nasal dryness ("dry nose"), rhinorrhoea ("runny nose"), wheezing ("wheeze"), heavy menstrual bleeding ("menorrhagia (hypermenorrhoea)"), intermenstrual bleeding ("vaginal bleeding between periods (vaginal bleeding outside of menstruation)"), coital bleeding ("vaginal bleeding after sexual intercourse"), loss of libido ("loss of libido (decreased desire)"), vaginal cyst ("vaginal cyst"), temperature intolerance ("significant sensitivity to cold"), feeling cold ("feeling of being cold"), tremor ("trembling"), chills ("shivering"), urinary tract disorder ("urinary problems"), urinary incontinence ("urinary incontinence"), nausea ("nausea"), skin odour abnormal ("altered body odour (strong body odour)"), thyroid disorder ("thyroid disorder"), joint pain ("joint pain"), tendon pain ("chronic or occasional tendon (achilles tendon)"), ligament pain ("ligament pain"), pain in extremity ("upper limbs"), painful hips ("hips pain"), sacral pain ("sacrum pain"), coccydynia ("coccyx pain"), a second episode of myalgia ("muscle pain"), neck pain ("neck pain,"), back pain ("back pain vertebrae l4-l5"), muscle atrophy ("muscular atrophy (dropping objects)"), musculoskeletal stiffness ("muscle stiffness"), gait disturbance ("difficulty walking for long periods"), loss of personal independence in daily activities ("difficulty holding a pencil, a phone, or objects"), balance disorder ("impaired balance"), memory disturbance ("memory disturbance"), disturbance in attention ("difficulty concentrating on simple task"), aphasia ("aphasia (a language disorder ranging from difficulty finding words to a total loss of the ability to express oneself),"), migraine ("persistent migraine"), hyperhidrosis ("excessive sweating (loss of perspiration)"), paraesthesia ("tingling in the extremities"), muscle spasms ("muscle spasm"), limb discomfort ("sensations of heavy legs"), hot flush ("hot flashes"), burning sensation ("feeling of burning in the body"), pruritus ("general itching all over the body"), pain ("pains similar to fibromyalgia"), presyncope ("vagal episode"), electric shock sensation ("electrical hypersensitivity"), gingival recession ("receding gums"), gingivitis ("gingivitis"), hyperaesthesia teeth ("tooth sensitivity"), loose tooth ("tooth looseness"), tooth fracture ("teeth breaking"), tooth disorder ("tooth dying"), alopecia ("significant and abnormal hair loss"), erythema ("skin redness"), skin oedema ("skin oedema"), visual impairment ("eyesight problems"), vision blurred ("difficulty focusing (difficulty seeing clearly)"), eye irritation ("burning eyes"), lacrimation increased ("watery eyes"), cardiovascular disorder ("poor blood circulation"), skin discolouration ("white hands and feet"), peripheral coldness ("cold hand & feet"), peripheral swelling ("swelling of the hands"), joint swelling ("swelling ankles"), gastrointestinal pain ("gastrointestinal pain"), abdominal distension ("bloating (abdominal swelling)"), flatulence ("significant and excessive flatulence"), constipation ("constipation"), allergy to metals ("intolerance to metals"), nasopharyngitis ("cold"), stress ("stress"), asthenia ("physical effort"), depression ("depressive tendencies") and memory impaired ("the need to remember or concentrate") and was found to have weight increased ("weight gain"). At the time of the report, none of the events or their latest episode had resolved. No causality assessment was received for essure with regard to fatigue, mouth dry, dry skin, mucosal dryness, cognitive disorder, burnout syndrome, sleep disorder, renal pain, pelvic pain, weight increased, headache, the first episode of myalgia, mineral deficiency, vitamin b12 deficiency, vitamin d deficiency, deafness, tinnitus, dizziness, sinusitis, parosmia, rhinitis allergic, dysphonia, oropharyngeal discomfort, xerostomia, dry eye, respiratory disorder, bronchitis chronic, productive cough, nasal dryness, rhinorrhoea, wheezing, heavy menstrual bleeding, intermenstrual bleeding, coital bleeding, loss of libido, vaginal cyst, temperature intolerance, feeling cold, tremor, chills, urinary tract disorder, urinary incontinence, nausea, skin odour abnormal, thyroid disorder, joint pain, tendon pain, ligament pain, pain in extremity, painful hips, sacral pain, coccydynia, the second episode of myalgia, neck pain, back pain, muscle atrophy, musculoskeletal stiffness, gait disturbance, loss of personal independence in daily activities, balance disorder, memory disturbance, disturbance in attention, aphasia, migraine, hyperhidrosis, paraesthesia, muscle spasms, limb discomfort, hot flush, burning sensation, pruritus, pain, presyncope, electric shock sensation, gingival recession, gingivitis, hyperaesthesia teeth, loose tooth, tooth fracture, tooth disorder, alopecia, erythema, skin oedema, visual impairment, vision blurred, eye irritation, lacrimation increased, cardiovascular disorder, skin discolouration, peripheral coldness, peripheral swelling, joint swelling, gastrointestinal pain, abdominal distension, flatulence, constipation, allergy to metals, nasopharyngitis, stress, asthenia, depression or memory impaired. Batch number: b15010, expiry date:30-apr-2016, manufacturing date:30-apr-2013. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-dec-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample was received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain [pelvic pain female] , chronic fatigue [chronic fatigue], mouth dryness [mouth dry], dry skin [dry skin] , dry mucous membranes [mucosal dryness] , cognitive issues [cognitive disorder] , burn-out [burnout syndrome] , sleep disorders [sleep disorder] , kidney pain [kidney pain] , weight gain [weight gain] , headache [headache], muscle pain [muscle pain] , minerals deficiencies [mineral deficiency] , vitamin b 12 deficiencies [vitamin b12 deficiency], vitamin d deficiencies [vitamin d deficiency] , hearing loss [hearing loss] , tinnitus [tinnitus] , dizziness [dizziness] , sinusitis [sinusitis] , smelling disorders [smell alteration] , allergic rhinitis [allergic rhinitis] , dysphonia (voice issues - hoarse voice) [hoarse voice] , discomfort in the throat [throat discomfort] , xerostomia [xerostomia] , dry eye syndrome - eyes dryness [dry eye syndrome] , respiratory tracts disorder [respiratory tract disorder], chronic bronchitis [chronic bronchitis] , chesty cough [productive cough] , dry nose [dry nose] , runny nose [runny nose] , wheeze [wheeze] , menorrhagia (hypermenorrhoea) [menorrhagia] , vaginal bleeding between periods (vaginal bleeding outside of menstruation) [bleeding intermenstrual] , vaginal bleeding after sexual intercourse [post coital bleeding], loss of libido (decreased desire) [loss of libido] , vaginal cyst [vaginal cyst] , significant sensitivity to cold [cold intolerance] , feeling of being cold [feeling cold] , trembling [trembling] , shivering [shivering] , urinary problems [urinary tract disorder], urinary incontinence [urinary incontinence] , nausea [nausea] , altered body odour (strong body odour) [skin odour abnormal] , thyroid disorder [thyroid disorder] , joint pain [joint pain] , chronic or occasional tendon (achilles tendon) [achilles tendon pain], ligament pain [ligament pain] , upper limbs [pain in arm] , hips pain [painful hips] , sacrum pain [sacral pain] , coccyx pain [coccyx pain] , muscle pain [muscle pain] , neck pain, [neck pain] , back pain vertebrae l4-l5 [back pain] , muscular atrophy (dropping objects) [muscle atrophy] , muscle stiffness [muscle stiffness] , difficulty walking for long periods [difficulty in walking] , difficulty holding a pencil, a phone, or objects [activities of daily living impaired], impaired balance [balance impaired nos] , memory disturbance [memory disturbance] , difficulty concentrating on simple task [concentration impairment], aphasia (a language disorder ranging from difficulty finding words to a total loss of the ability to express oneself), [aphasia] , persistent migraine [chronic migraine] , excessive sweating (loss of perspiration) [perspiration excessive] , tingling in the extremities [paraesthesia of limbs] , muscle spasm [muscle spasm] sensations of heavy legs [heaviness in limbs], hot flashes [hot flashes] feeling of burning in the body [burning sensation] , general itching all over the body [generalised itching] , pains similar to fibromyalgia [pain] , vagal episode [vasovagal attack] , electrical hypersensitivity [electric shock sensation] , receding gums [gum recession] , gingivitis [gingivitis] , tooth sensitivity [sensitivity of teeth] , tooth looseness [loose tooth] , teeth breaking [tooth fracture] , tooth dying [tooth disorder] , significant and abnormal hair loss [hair loss] , skin redness [skin red] , skin oedema [skin oedema] , eyesight problems [visual disturbance], difficulty focusing (difficulty seeing clearly) [difficulty focusing eyes] , burning eyes [burning eyes] , watery eyes [watering eyes] , poor blood circulation [disorder circulatory system] , white hands and feet [discoloration skin] , cold hand & feet [cold hands & feet] , swelling of the hands [swelling of hands], swelling ankles [ankles swelling] , gastrointestinal pain [gastrointestinal pain] , bloating (abdominal swelling) [abdominal bloating] , significant and excessive flatulence [excessive flatulence] , constipation [constipation] , intolerance to metals [allergy to metals] , cold [cold] , stress [stress] , physical effort [weakness] , depressive tendencies [depressive disorder], the need to remember or concentrate [memory impaired]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 28-nov-2025. The most recent information was received on 03-dec-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted (lot no. B15010) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion medically important), fatigue ("chronic fatigue"), mouth dry ("mouth dryness"), dry skin ("dry skin"), mucosal dryness ("dry mucous membranes"), cognitive disorder ("cognitive issues"), burnout syndrome ("burn-out"), sleep disorder ("sleep disorders"), renal pain ("kidney pain"), headache ("headache"), a first episode of myalgia ("muscle pain"), mineral deficiency ("minerals deficiencies"), vitamin b12 deficiency ("vitamin b 12 deficiencies"), vitamin d deficiency ("vitamin d deficiencies"), deafness ("hearing loss"), tinnitus ("tinnitus"), dizziness ("dizziness"), sinusitis ("sinusitis"), parosmia ("smelling disorders"), rhinitis allergic ("allergic rhinitis"), dysphonia ("dysphonia (voice issues - hoarse voice)"), oropharyngeal discomfort ("discomfort in the throat"), xerostomia ("xerostomia"), dry eye ("dry eye syndrome - eyes dryness"), respiratory disorder ("respiratory tracts disorder"), bronchitis chronic ("chronic bronchitis"), productive cough ("chesty cough"), nasal dryness ("dry nose"), rhinorrhoea ("runny nose"), wheezing ("wheeze"), heavy menstrual bleeding ("menorrhagia (hypermenorrhoea)"), intermenstrual bleeding ("vaginal bleeding between periods (vaginal bleeding outside of menstruation)"), coital bleeding ("vaginal bleeding after sexual intercourse"), loss of libido ("loss of libido (decreased desire)"), vaginal cyst ("vaginal cyst"), temperature intolerance ("significant sensitivity to cold"), feeling cold ("feeling of being cold"), tremor ("trembling"), chills ("shivering"), urinary tract disorder ("urinary problems"), urinary incontinence ("urinary incontinence"), nausea ("nausea"), skin odour abnormal ("altered body odour (strong body odour)"), thyroid disorder ("thyroid disorder"), joint pain ("joint pain"), tendon pain ("chronic or occasional tendon (achilles tendon)"), ligament pain ("ligament pain"), pain in extremity ("upper limbs"), painful hips ("hips pain"), sacral pain ("sacrum pain"), coccydynia ("coccyx pain"), a second episode of myalgia ("muscle pain"), neck pain ("neck pain,"), back pain ("back pain vertebrae l4-l5"), muscle atrophy ("muscular atrophy (dropping objects)"), musculoskeletal stiffness ("muscle stiffness"), gait disturbance ("difficulty walking for long periods"), loss of personal independence in daily activities ("difficulty holding a pencil, a phone, or objects"), balance disorder ("impaired balance"), memory disturbance ("memory disturbance"), disturbance in attention ("difficulty concentrating on simple task"), aphasia ("aphasia (a language disorder ranging from difficulty finding words to a total loss of the ability to express oneself),"), migraine ("persistent migraine"), hyperhidrosis ("excessive sweating (loss of perspiration)"), paraesthesia ("tingling in the extremities"), muscle spasms ("muscle spasm"), limb discomfort ("sensations of heavy legs"), hot flush ("hot flashes"), burning sensation ("feeling of burning in the body"), pruritus ("general itching all over the body"), pain ("pains similar to fibromyalgia"), presyncope ("vagal episode"), electric shock sensation ("electrical hypersensitivity"), gingival recession ("receding gums"), gingivitis ("gingivitis"), hyperaesthesia teeth ("tooth sensitivity"), loose tooth ("tooth looseness"), tooth fracture ("teeth breaking"), tooth disorder ("tooth dying"), alopecia ("significant and abnormal hair loss"), erythema ("skin redness"), skin oedema ("skin oedema"), visual impairment ("eyesight problems"), vision blurred ("difficulty focusing (difficulty seeing clearly)"), eye irritation ("burning eyes"), lacrimation increased ("watery eyes"), cardiovascular disorder ("poor blood circulation"), skin discolouration ("white hands and feet"), peripheral coldness ("cold hand & feet"), peripheral swelling ("swelling of the hands"), joint swelling ("swelling ankles"), gastrointestinal pain ("gastrointestinal pain"), abdominal distension ("bloating (abdominal swelling)"), flatulence ("significant and excessive flatulence"), constipation ("constipation"), allergy to metals ("intolerance to metals"), nasopharyngitis ("cold"), stress ("stress"), asthenia ("physical effort"), depression ("depressive tendencies") and memory impaired ("the need to remember or concentrate") and was found to have weight increased ("weight gain"). At the time of the report, none of the events or their latest episode had resolved. No causality assessment was received for essure with regard to fatigue, mouth dry, dry skin, mucosal dryness, cognitive disorder, burnout syndrome, sleep disorder, renal pain, pelvic pain, weight increased, headache, the first episode of myalgia, mineral deficiency, vitamin b12 deficiency, vitamin d deficiency, deafness, tinnitus, dizziness, sinusitis, parosmia, rhinitis allergic, dysphonia, oropharyngeal discomfort, xerostomia, dry eye, respiratory disorder, bronchitis chronic, productive cough, nasal dryness, rhinorrhoea, wheezing, heavy menstrual bleeding, intermenstrual bleeding, coital bleeding, loss of libido, vaginal cyst, temperature intolerance, feeling cold, tremor, chills, urinary tract disorder, urinary incontinence, nausea, skin odour abnormal, thyroid disorder, joint pain, tendon pain, ligament pain, pain in extremity, painful hips, sacral pain, coccydynia, the second episode of myalgia, neck pain, back pain, muscle atrophy, musculoskeletal stiffness, gait disturbance, loss of personal independence in daily activities, balance disorder, memory disturbance, disturbance in attention, aphasia, migraine, hyperhidrosis, paraesthesia, muscle spasms, limb discomfort, hot flush, burning sensation, pruritus, pain, presyncope, electric shock sensation, gingival recession, gingivitis, hyperaesthesia teeth, loose tooth, tooth fracture, tooth disorder, alopecia, erythema, skin oedema, visual impairment, vision blurred, eye irritation, lacrimation increased, cardiovascular disorder, skin discolouration, peripheral coldness, peripheral swelling, joint swelling, gastrointestinal pain, abdominal distension, flatulence, constipation, allergy to metals, nasopharyngitis, stress, asthenia, depression or memory impaired. Batch number:b15010, expiry date:30-apr-2016, manufacturing date:30-apr-2013. Quality-safety evaluation of ptc: for essure: the ptc investigation was conducted and the outcome of the investigation resulted in an unconfirmed quality defect. The most recent follow-up information incorporated above includes data received on: 03-dec-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample was received the investigation might lead to destruction of the sample if required to perform a proper analysis.